Event description:
It was reported via repair work order that the brakes were not holding due to damaged drive link assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.